Manufacturer narrative:
(B)(4). Date sent: 1/8/2024. D4: batch # a9d11v. Additional information was requested and the following was obtained: "correct event date oct 20, 2023.". Investigation summary: the product was returned to ethicon for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that the mcs20 device was received with no damage to the external components. Upon cycling, the instrument was noted to be empty and locked out. The instrument is designed to lockout after all the clips have been fired; therefore a potential cause for the customer reported experience is the firing of all of the clips, as a result, the instrument could no longer be fire due to the activation of the lockout mechanism. As the device was returned empty for evaluation we are unable to investigate further the issue of ¿clip would not hold" and ¿malformed clips" and ¿dropping or ejecting clips" and ¿hemostasis controllable". The device was disassembled to verify the condition of the internal components and no anomalies were noted. The event described could not be confirmed as the device was returned empty. As part of ethicon¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. A manufacturing record evaluation was performed for the finished device batch and lot number, and no non-conformances were identified.

Manufacturer narrative:
(B)(4) date sent: 1/24/2024 h6. Health effect - clinical code.

Event description:
It was reported that during a thyroid procedure, clips do not close at all - post-bleeding. Several clips come out of the device and end up in the situs. No patient harm reported.

Manufacturer narrative:
(B)(4). Date sent: 12/6/2023. D4: batch # unk. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: "please confirm event date. It is currently (B)(6) 2013. Please confirm year of event." Additional information was requested and the following was obtained: "were there three devices involved in this incident, or were all of the incorrectly/malformed clips from one device? Three devices how was the bleeding controlled? Thread ligature what was the amount of the blood loss (mls)? Unknown. Was a transfusion required? No. Was the procedure altered as a result of the event? Op procedure was prolonged as a result what is the current patient status? Good". Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.